Manufacturer narrative:
Device evaluated by manufacturer -- microscopic examination and tactile inspection revealed numerous kinks in the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip meeting guidezilla product specification. A mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. During removal guidezilla extension catheter the shaft separated from the hypotube. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. During removal guidezilla¿ extension catheter the shaft separated from the hypotube. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).